Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level is unknown. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact technical support if the issue reappears.